Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported line errors which were not reproduced. Line errors were verified through a review of the event history log through the presence of multiple air-in-line alarms and found to be caused by continuity across the ultrasonic sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced multiple line errors. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.